Event description:
A malfunction was reported by the customer, identified by the code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in performing the reset. The malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.